Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Evaluation of these photos revealed the presence of an incorrect stopper in the shield. According to product specifications, this product requires a blue stopper, not a red one. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had an incorrect stopper color (red instead of blue) in the shelf pack. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had an incorrect stopper color (red instead of blue) in the shelf pack. There was no health impact or consequences reported.